Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI provided as lot number is unknown.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a patent foramen ovale closure procedure. Reportedly, when retracting the prostyle device out of the patient, the device broke where the distal guide meets the proximal guide leaving the distal guide in the patient. The guide wire exit port was still accessible so, the physician inserted a guide wire to maintain access and pulled out the distal guide. The suture of the same prostyle device was successfully pre-placed. The sheath was upsized to a large bore and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported detachment was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to sheath break include, but not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot number updated from unknown to 3101741